Event description:
Alleged the reverse trendelenburg function is not working and when he presses the hi/low down function the foot end of the bed will not lower.

Event description:
It was reported that during a thyroidectomy procedure, product was not working the way it normally does. White flakes from the tissue pad seemed to be falling into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). After several requests, the device was not received for analysis.

Manufacturer narrative:
Information anticipated, but unavailable at this time.